Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display after a battery change. The customer stated that she had put in the new battery at night, and in the morning, she discovered that her blood glucose reading was 459 mg/dl. She stated that she put in a new battery, then reset the time and the insulin pump. She was advised that she treated for high blood glucose using the insulin pump. The alarm history showed that the insulin pump had alarmed battery out limit at the same time that she had inserted the last battery. Upon troubleshooting, the display did return, and the customer was advised to monitor the device. The battery out limit was found to have been a result of the batteries being out of the device for greater than the duration allowed by the insulin pump. She was advised that this was normal device behavior. The most recent blood glucose reading was 258 mg/dl. Nothing further reported.